Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, reservoir tube, reservoir tube lip, broken belt clip slot, minor scratched and cracked display window.

Event description:
Customer reported the insulin pump had three cracks and he wasn't sure if it was dropped. Customer's blood glucose was unknown. Damage was located at the upper left and right hand corner of the display screen. The lower right hand corner of the display screen was cracked and below the reservoir window. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.